Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake during therapy. The patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, for 14 days) and ceftazidime injection (1gm, once a day, for 14 days, route was not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Five days from the day of hospitalization, the patient was discharged from the hospital. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.